Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the device had door open alarm error on 8100 unit, was confirmed by tech support. Tech support had a walk through with the customer and revealed the following, tech has alarm on 8100 unit ""door open alarm"" on 8100 unit. Before call in tech has replace ail sensor & both pressure sensor and still get same alarm. Next steps 8100 unit has to be services high level steps/procedure: check administration set is correctly installed. Replace door latch sear if bent or broken. Replace air in line assembly. Return to factory. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn't determine the probable cause of the customer¿s reported issue.

Event description:
It was reported that the device had door open alarm error on 8100 unit. There was no patient involvement.